Event description:
Related manufacturer reference number:1627487-2023-03578. It was reported that the patient experienced pain at the ipg site due to both leads having migrated towards the scar tissue and becoming more superficial. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both leads were repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.